Manufacturer narrative:
Upon reassessment, it was identified that zimmer biomet does not hold the design control for the reported product. The report should be voided.

Manufacturer narrative:
(B)(4). Medical products - vanguard ilok femoral, cat#: 183012, lot#: 736660, vanguard tibial bearing, cat#: ep-189100, lot#: 543290, series-a patella, cat#: 184788, lot#: 115720. Biomet cobalt chromium tibial tray cat#: 141225, lot#: j3563991, cobalt hv bone cement cat#: 402282, lot#: 392380. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09384 and 0001825034-2017-11030. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.